Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at the time of incident was 393 mg/dl. The customer¿s current blood glucose level was 400 mg/dl and she also got continuous high blood glucose level ranging from 300 to 500. The customer feel ok with troubleshoot for high blood glucose. Customer also reported they have contacted their health care practitioner regarding the high bgs. The insulin pump will not be returned for analysis.